Event description:
A mayfield skull clamp was involved in a slippage during a craniotomy for removal of a tumor. The pt did not incur an injury. The reporter was not able to provide further information.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.